Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received inside a heart valve return kit jar, fully submerged in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve frame was received in a compressed state with the inflow aspect displaying an elliptical configuration. All leaflets were flexible with signs of wrinkles and creases. Serous layer separation, peeling, was noted on the free margin of leaflet 1 (l1). The observed peeling did not appear to disrupt beyond the transition layer. Serous layer separation can be induced by excessive pinching from frame that has sharp edges, improper cut or frame finish. Leaflets 2 (l2) and 3 (l3) appeared intact. Cuspal tears, a complete break through all layers of the tissue, were not observed on any of the leaflets. All leaflets were in a closed position with a gap between l3 and l1. All leaflets exhibited high mobility. All commissures appeared intact. All sutures were intact. The valve was submerged in a warm (approximately 37¿°c) saline bath, resulting in full expansion of the frame. No bends, kinks, or structural deformities were observed on the frame. The valve was placed in a cold saline bath to perform a loading simulation, following the instructions for use. The frame paddles seated properly within the paddle attachment pockets without issue. The capsule was advanced to cover the frame paddles and outflow crown struts. The capsule was slowly advanced until the capsule guide tube covered the valve¿s commissure pad. Tissue protrusion through the frame windows was not observed during this stage of the loading process. Next, the inflow cone was advanced to crimp the inflow portion of the valve, with no issues observed. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the central regurgitation allegation, the valve was subjected to steady flow testing. The valve underwent both forward flow and back pressure testing. The valve was able to complete both tests, and the still images indicate the valve coapts properly. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of the transcatheter aortic valve evolut fx+, one of the leaflets was protruding out of the window of the stent frame. Loading was completed, but upon preparation for implantation, a larger central leakage was observed in the valve. The valve was removed and replaced successfully with a new valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Corrected data: continuation of d10: other medical products in use during the event include: brand name: evolut fx dcs; medtronic product ID: d-evolutfx-2329 (lot: 0012924059); product type: 0195-heart valves; implant date: n on-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of the transcatheter aortic valve evolut fx+, one of the leaflets was protruding out of the window of the stent frame. Loading was completed, but upon preparation for implantation, a larger central leakage was observed in the valve. The valve was removed and replaced successfully with a new valve. No patient complications have been reported as a result of this event. Additional information was received to report a misload was identified during the valve load procedure. The misload was further characterized as "one of the [valve] leaflets was sticking out from the large fx+ cell. It was not possible to keep in inside. We implanted the valve anyway and there was a big intra annular regurgitation with low diastolic pressure. A significant valve tear could not be excluded so we decided to remove the valve before final release". The valve was recaptured into the delivery catheter once in order to reposition the valve. Severe aortic regurgitation was noted. A procedural delay occurred as a result of loading the second system for implant.